Event description:
It was reported that the patient was experiencing non-target and inadequate stimulation despite multiple reprogramming attempts. The patient underwent a revision procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing non-target and inadequate stimulation despite multiple reprogramming attempts. The patient underwent a revision procedure.